Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a light to moderate calcified common femoral artery using a proglide device after a coronary interventional procedure. Reportedly, while removing the plunger to do the quick cut it was seen that there was no blue suture attached to the needles, only the white link, and what seemed to be the posterior cuff and posterior needle tip. It looked like a suture break from the posterior needle tip had occurred, as the physician closed the foot and removed the device from the patient's groin, the suture was present in the arteriotomy. The knot pusher was attempted in an effort to complete arteriotomy closure, but unsuccessful. Hemostasis was achieved using manual arterial compression for a short time. There was no adverse patient sequela. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that both cuffs were attached to the link and engaged to their respective needle tips. There was a crimping mark on the posterior needle tip and it was deemed to be acceptable. The monofilament was not returned and appeared to have been detached/pulled from the needle tip and could appear very similar to the reported suture break. No manufacturing or quality deficiency was detected during this investigation. Reportedly, the common femoral artery was light to moderately calcified. The proglide instructions for use states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Whether this contributed to the reported experience is undetermined. Based on the reported information and investigation findings, a conclusive cause for this event could not be determined. Review of the finished device history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.